Event description:
It was reported that the implantable cardiac monitor (icm) was exhibiting pause and bradycardia episodes due to undersensing of premature beats. Reprogramming options were discussed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.